Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a leak in the iab system and there was blood noted in the inner lumen of the catheter. The customer states therapy was stopped and there was no damage to the device. There was no reported injury to the patient.

Manufacturer narrative:
Correction: changed patient weight from: (B)(6). Additional information: updated event description to reflect alarm generated. Lot #, serial #, and expiration date added. Manufacturer date added. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in the iab system" alarm generated and there was blood noted in the inner lumen of the catheter. The customer states therapy was stopped and there was no damage to the device. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in the iab system" alarm generated and there was blood noted in the inner lumen of the catheter. The customer states therapy was stopped and there was no damage to the device. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in the iab system" alarm generated and there was blood noted in the inner lumen of the catheter. The customer states therapy was stopped and there was no damage to the device. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and the exterior of the catheter and between the catheter and the sheath.an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal. The reported alarm and leak problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the proximal side of the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).